Event description:
When attaching t-handle to im rod, surgeon noticed that there is a part of rod missing. The breakage has happened in previous procedure with this instrumentation. They have not found the missing piece.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database against found additional reports of breakage. Eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. The current reported complaint device was manufactured prior to the eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. The investigation could not draw any conclusions about the current reported event without the device to examine. No additional corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.